Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "long delay when programming pump", which was experienced during evaluation as a delayed keypad. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced. Additional information: delay in response.

Event description:
It was reported that a spectrum pump had a "long delay when programming pump." It was also reported there was no patient involvement.